Event description:
Five months after the primary surgery, the patient presented with anterior knee pain of unknown origin. The surgeon reported that the patient had a low pain tolerance and questioned whether it was a true dislocation, suggesting that it might have been a patellar tilt, a more common postoperative occurrence in tka cases when the patella has been resurfaced. A lateral release of the patellar tendon was performed, followed by a washout and liner revision as per standard procedure. The surgery was successfully completed.

Manufacturer narrative:
Batch review performed on 05 nov 2025 lot 2426003: (B)(4) items manufactured and released on 31 oct 2024. Expiration date: 13 oct 2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while the device history record review does not indicate any potential manufacturing related issue. Although it cannot be confirmed, the issues reported may have resulted from application specific factors and/or damage of the particular components involved. No systemic issue can be identified at this time.